Manufacturer narrative:
Product event summary: at analysis it was determined that the upper case was broken and dented, the lower case was broken and contaminated, the side bail covers, ring cover, side bails and ring were missing, the lead flex cover was broken and the serial number label was torn. All found defective parts were replaced and all other identified issues were resolved.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.